Event description:
The procedure was coil embolization using a galaxy g2 (B)(4). The first coil used galaxy g2 3.5 x 7.5 through a prowler 14 mp45 microcatheter while loading was not advancing into microcath hub easily was withdrawn back and attempted again this time went easily and was advanced all the way out microcath tip into aneurysm, after attempting to place coil which kept prolapsing out into parent vessel, physician decided to remove coil and had trouble pulling coil back into microcath ,physician thought coil may have stretched and removed microcath and coil together. Coil which was still inside microcath at this time on back table (out of patient). The physician removed coil out of microcath and appeared to be stretched slightly, but intact. Coil was bagged along with microcath and handed off to me to have checked. Procedure continued and a new microcath prowler 14 mp45 was used, a galaxy g2 3x6 coil was loaded and advance without any problems, coil again kept prolapsing out aneurysm and physician removed and re-sheathed successfully. Microcath was removed as well. Physician decided to place a neuroform stent 4x20 through a marksman catheter. Stent was deployed across aneurysm neck and marksmen catheter was removed .prowler 14 microcath was readvanced through stent struts into aneurysm and galaxy 3x6 that was re-sheathed was readvanced and detached followed by two xtrasoft coils 2.5x2.5 and 2x2 all detached without any problems. A last galaxy g2 xtrasoft 2x1.5 was attempted but upon advancement backed microcath out of aneurysm and access was lost. Coil was removed without any problems. Procedure was over microcath and guides were removed as well. Patient fine post-op. Galaxy 3.5x7.5 coil will be returned with prowler 14 microcath for analysis.

Manufacturer narrative:
During a coil embolization procedure of a 4x3 periophthalmic aneurysm initially there was difficulty loading the first coil used, a galaxy g2 3.5x7.5 (641cf3575/c11272), into the prowler 14 mp45 (lot unknown) microcatheter hub. It was easily withdrawn back and with another attempt it was inserted easily and advanced all the way out of the distal tip of the microcatheter into the aneurysm. The coil then kept prolapsing out into the parent vessel. Therefore, the decision was made to remove the coil; however there was trouble pulling the coil back into the microcatheter. It was thought that the coil may have stretched and the coil and microcatheter was removed together. Once removed from the patient, the coil which was still in the microcatheter was removed and the coil appeared to be stretched slightly but was still intact. The procedure was continued with another prowler 14mp45 microcatheter and a galaxy g2 3x6 (641cf0306 lot c11291) was loaded and advanced without any problems. This coil kept prolapsing out of the aneurysm and was removed and re-sheathed successfully. The microcatheter was removed as well. A 4x20 neuroform stent was then placed through a marksman catheter. After deploying the stent across the neck of the aneurysm the marksman catheter was removed. A prowler 14 microcatheter was re-advanced through the stent struts into the aneurysm and the galaxy 3x6 that had previously been re-sheathed was re-advanced and detached followed by uneventful detachment of two xtrasoft coils (2.5x2.5 and 2x2). A last galaxy g2 xtrasoft 2.1.5 was attempted to be placed, but upon advancement the microcatheter backed out of the aneurysm and access was lost. The coil was removed without any problems and the procedure was determined to be completed. The proximal end of the coil has been stretched. The coil unraveled out of the soldered section. Located at the distal section there is a section compression and stretching damage. This required excessive external force. Based on the report that coiling was successful after placement of a stent across the aneurysm neck, it appears that the aneurysm neck size, possibly greater than the coils secondary looping diameter most likely caused the coils prolapsing into the parent vessel. Additionally, during retraction the coil may have caught the distal tip of the microcatheter and became temporarily anchored which may have caused the proximal stretching found to the coil. It is possible that the distal damage to the coil also may have occurred during the introduction into the microcatheter; however, the exact location of the resistance is unreported. It was at that location that the coil could not be advanced and had to be reintroduced. It is possible that incomplete seating of the introducer as outlined in the instructions for use (IFU) may have contributed to this initial insertion difficulty. Additionally, the IFU cautions that if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. It cautions that if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter. Another possible contributing factor to the resistance and stretching of the coil may have been due to a mechanically compressed section of the microcatheter. Two of the three compression sections were determined to have occurred post-procedurally as the coil could not have been advanced past these indentations. The third compressed section may have occurred prior to the coils passage though this section. This may have caused both resistance and temporarily anchored coil causing the resistance during the advancement and the stretching during retraction. Furthermore, it was not reported if the microcatheter was steam shaped which could possibly account for the mechanically compressed sections of the microcatheter and the formed angle at the distal tip which can occur during the steaming process from handling. However, the exact circumstances of where and how this damage occurred to the microcatheter cannot be determined. Based on the reported information and review of the returned devices the coil herniation during placement was impacted by the wide necked aneurysm characteristics and it is possible that procedural factors device interaction may have contributed to the stretching of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information received indicated that only one galaxy coil malfunctioned. The first coil only 3.5x7.5 prolapsed out of aneurysm neck meaning as the coil was advanced part way it came out of the aneurysm due to wide neck. No patient injury reported and the case was completed with a good result. The coil was successfully and entirely withdrawn, no additional intervention performed. The neuroform stent was not placed. The 2x1 coil at end was not enough room in aneurysm so catheter back out. Procedure was over when this happened, the physician just wanted to try to get coil in typically when this happens on the last coil the procedure is done. The coil comes out of the microcatheter was removed and the procedure was over. There was no unintended detachment that occurred. Concomitant device: prowler 14 mp45 microcatheter marksman catheter, neuroform stent. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The proximal end of the coil has been stretched. The coil unraveled out of the soldered section. Located at the distal section there is a section compression and stretching damage. There are two possible contributing factors to the coil's stretching and only one contributing factor to the eventual prolapsing of the coil into the parent vessel. The primary contributing factor to the coils stretching and prolapsed into the parent vessel was due to two separate factors. The first factor was due to a wide neck aneurysm (as stated) greater than the coils secondary looping diameter which most likely caused the coils prolapsing into the parent vessel. A stent was later utilized in order to prevent this after the second prolapsed incidence occurred. During retraction the coil may have caught the distal tip of the microcatheter and became temporarily anchored which may have caused the proximal stretching found to the coil. It is possible that the distal damage to the coil also may have occurred during the introduction into the microcatheter; however, the exact location of the resistance is unreported. It was at that location that the coil could not be advanced and had to be reintroduced. Concerning the stretched coil, for optimum product performance, the instructions for use (IFU) recommends, "caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." The second contributing factor to the coils resistance and stretching may have been due to a mechanically compressed section of the microcatheter. Two of the three compression sections were post-procedurally done as the coil could not have been advanced past these indentations. The third compressed section may have occurred prior to the coils passage though this section. This may have caused both resistance and temporarily anchored coil causing the resistance during the advancement and the stretching during retraction. Furthermore, it was not reported if the microcatheter was steam shaped which could possibly account for the mechanically compressed sections of the microcatheter and the formed angle at the distal tip which can occur during the steaming process from handling. Therefore, the exact circumstances of where and how this damage occurred to the microcatheter cannot be determined. The lot number of the prowler 14 is unknown, therefore, no device history record (DHR) review was possible. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Note: additional information will be submitted with the evaluation codes within 30 days.